Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Eri due to high battery impedance was recorded on (B)(6) 2014, prior to explant. Ramware version 8 was installed on 10-feb-2011. High battery impedance leading to eri. (B)(4).

Event description:
It was reported that patient was admitted for not feeling well. A pacemaker check revealed the pacemaker that was implanted on (B)(6) 2014 showed battery voltage has reached elective replacement indicator (eri) status. The pacemaker was explanted and replaced. No patient complications have been reported as a result of this event.